Event description:
It was reported that there was unexpected longevity on the device. There was no biventricular pacing and elective replacement indicator (eri) states 12 months to replacement. The device will be explanted and replaced. No patient complications have been reported as a result of this event.